Event description:
It was reported that the patient experienced l2-l3 <(>&<)> l3-4 broad-based disc bulging, posterior migration of an interbody device, radiculopathy, and pain <(>&<)> swelling at the implant site. On (B)(6) 2009: lumbar radiculopathy, numbness, status post lumbar fusion in 2006, l4 to s1 transforaminal by another physician, with arachnoiditis and nerve compression, left leg. Procedure performed: revision decompression of l4 to s1, osteophytectomy, microsurgical decompression of l4-5 and l5-s1 region and nerve root. Postoperatively, the patient's preoperative left leg pain and low back pain are significantly improved. (Pt.) Still has some numbness, as was noted preoperatively, and complains of generalized weakness. On (B)(6) 2009: per the medical records, patient has pain which (pt.) He says is worse than it was before. Patient has pain into the right leg, even though surgery was done on the contralateral side. On (B)(6) 2009: impression-status post lumbar fusion by another physician in 2006 with heterotopic posterior bone formation resulting in routine entrapment, recent decompression l4-5 <(>&<)>l5-s1, a patient with increasing left leg symptoms. Most likely (pt.) Symptoms are from previous surgery and neurapraxia from current surgery, history of arachnoiditis. On (B)(6) 2009: per medical records, CT of lumbar spine done on (B)(6) 2009 showed mild progression of osseous spondylotic change, stable small far left lateral l3-4 disk herniation, and extensive post-op changes. Patient has some urinary hesitancy. On (B)(6) 2010: impression: prlor-discectomy, laminectomy and fusion l4-s1 as described. There is granulation tissue at the operative levels but there has not been a significant interval change when compared with 2009. No definite new acute or progressive abnormality. On (B)(6) 2010: impression- lumbar radiculopathy which could be secondary to posterior position of interbody devices and posterior bone formation resulting in some spinal column compression and possible nerve root irritation and compression. Patient has some bulging at the l3-l4 level with bilateral stenosis at this level. On (B)(6) 2010: per the medical records, patient had back surgery in (B)(6) 2006. Additional surgery was performed in (B)(6) 2009. Impression and plan: it appears that he has segmental fixation from l4 to sacrum, appears that (pt.) Had one transverse type cage put in coming in from the left side at 4-5 and 5-1 where there is tracking, and it appears that there is prominence of the cage as well as the bone. This is on the symptomatic side. This is at both 4-5 and at 5-l .the footprint of the cage occupies a small area of the surface area for fusion. On (B)(6) 2010: impression: interval increase in a now moderate far left lateral herniation of the l3-l4 disc. Extensive and stable postoperative. Findings as described at the lower lumbar region. Impression: unremarkable and stable conventional radiographic study of the lumbar spine with attention to an area of extensive postoperative change in the lower lumbar region and lumbosacral junction. On (B)(6) 2011: per the medical records, patient had surgery prior to (B)(6). (Pt.) Had a posterior, anterior, posterior, 3 level fusion. (Pt.) Had narcotic dependent pain prior to this surgery. On (B)(6) 2011: per the medical records, patient has had further improvement with regards to back pain. (Pt.) Is still totally disabled. On (B)(6) 2013: impression- there are surgical changes in the posterior elements of l3, l4 and l5. Rods and screws are seen transfixing the l3 through s1 vertebral bodies. Disc spacers are seen at l3-4,l4-5,and l5-s1. Doctor does not see an obvious acute fracture or dislocation. Doctor doesn¿t see any evidence of loosening of the surgical device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.